Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another cochlear device.

Manufacturer narrative:
UDI number: na.

Event description:
The recipient reportedly experienced no sound, followed by loss of lock. External equipment was exchanged and programming adjustments were made; however, this did not resolve the issue.

Manufacturer narrative:
The external visual inspection revealed the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock could not be obtained at any spacing. The no lock condition prevented some of the electrical tests from being performed. The device passed one of the electrical tests performed. The device failed the residual gas analysis test. The internal visual inspection revealed some resistors had a corroded trace. It is believed that the failure of this implantable cochlear stimulator (ics) device was caused by a loss of hermetic seal. This is concluded from the residual gas analysis data and intrusion of the dye penetrant into the ics inner cavity, due to a fine leak failure in the feed thru assembly. Moisture admitted into this device through this leak resulted in the corrosion of the resistive film material and the shift in resistance values of some resistors. This ultimately caused the device to cease functioning. This older device configuration is no longer manufactured. This is the final report.